Manufacturer narrative:
A comprehensive records re-review is being conducted. Once the results are available, a follow-up report will be submitted.

Event description:
On (B)(6) 2025, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint. On (B)(6) 2024, the patient, a 77-year-old male, underwent a hernia surgical procedure with implantation of a fortiva dermal graft as part of the fortiva hernia study. On (B)(6) 2024, the patient developed a wound infection which required antibiotic treatment. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
Tutogen conducted a batch analysis review for serial ID (B)(6) manufactured from lot pd22400001. One departure from the standard operating procedures was noted during the records re-review for the lot. The departure did not have any negative impact on the tissue and/or product quality. Per the batch analysis review, serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, tutogen has manufactured and distributed 12 fortiva® tissue matrix 1.5mm xenografts from lot pd22400001 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Due to medical intervention (antibiotic therapy) the case is considered serious. Infection is listed in the current IFU for fortiva® xenografts. The clinical study investigator concluded that the patient's adverse event was associated with the surgical procedure and not the fortiva® xenograft.